Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device partially recaptured in the device cup and the tether was cut. The outer shaft is kink/buckled at 6 cm from the distal end of the delivery system. The inner shaft is kinked at 1.8 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The tether was twisted and not knotted at the recapture feature of the device. The tether is knotted in the bulk of the tether at the distal end of the delivery system. Articulation could not be performed due to the tether being cut and the knot in the tether not allowing the device to be recaptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the delivery system tether could not be removed. Tension on the tether was gradually increased and the delivery system was flushed multiple times but the tether would not pull any further. The delivery system and ipg were removed by placing the cup partially on the proximal end. Upon removal the tether was found to be "bunched" and twisted. A new delivery system was used for implant. No patient complications have been reported as a result of this event.